Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that resistance was experienced when filling a cartridge. The cartridge was ultimately filled successfully and loaded onto the pump. Additionally, the cartridge leaked. A cartridge change was performed resolving the issue. Customer's blood glucose level was 163mg/dl.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.